Event description:
Healthcare professional additionally reported left rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Clarification to section sns (B)(4) were provided, side unspecified. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient representative reported "intracapsular breast implant rupture with siliconoma (16 mm) in the right axillary area." Device status is unknown.